Event description:
The oxygenator was primed, clamped out, and then, the pump was turned off the day before it was to be used. Prior to use, the pump was turned back on and priming fluid was noticed to have leaked out from the bottom of the oxygenator unit. The unit was changed out prior to the pt entering the room.